Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram indicated a mild to moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Upon removal of the balloon, it caught on the valve, which resulted in the valve¿s dislodgement into the ascending aorta. Subsequently, a second valve was implanted successfully. No other adverse patient effects were reported.